Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+, prolapsed anterior and a restricted posterior. It was noted that imaging was difficult. An xtw clip deployed on the mitral valve. However, after deployment, a flail was observed. To secure the flail, an additional clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported difficult imaging and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+, prolapsed anterior and a restricted posterior. It was noted that imaging was difficult. An xtw clip deployed on the mitral valve. However, after deployment, a flail was observed. To secure the flail, an additional clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.